Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that one of patient's infusion ripped out and the tubing came off in other two infusion sets, prior to insertion. Patient's blood glucose level at the time of this event was 209 mg/dl. Moreover, patient did not notice any damage when the package was first opened. No further information available.